Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site by a field service technician. A visual inspection, alarm log review, and functional testing were performed. During the visual inspection it was identified that the displays printed circuit board (pcb) was damaged. The cause of the damage is unknown. The displays pcb was replaced; the pump was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump would not turn on. There was no patient involvement. Additional information was requested and is not available.